Manufacturer narrative:
Correction/additional information: reporter information. It was reported that seven (7) 2000ml exactamix eva tpn bags had leaked from the center port. (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva tpn bag had leaked from the center port. It was not specified when in the process this event occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.